Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient mother called to report that there was a tear in the flexible tubing that connects to the infusion inset base, which cause the patient blood glucose levels was elevated to 400 mg/dl which was lasted for three hours. The patient performed an infusion set supply change, however the blood glucose levels still remained high, and patient reverted to manual backup therapy 2.5 units of insulin. No further information available.